Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of the investigation: the avea unit was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the blended gas printed circuit board assembly (pcba) failing causing the transducer communications alarm (tca) assembly to fail.

Event description:
The customer reported that during patient use the ventilator alarmed loss of gas. The unit also would not pass the extended systems testing (est). It is unknown if there was any patient harm.